Event description:
The manufacturer received information alleging a ventilator's lcd screen goes black and is not viewable. There was no harm or injury reported. The device was sent to a third party service center for evaluation. The device evaluation has not yet been completed by the third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a failure of the ventilator's lcd screen. The device was returned to a third party service center and the customers complaint was confirmed. During evaluation, a failure of the device's lcd screen was observed. The device's lcd screen was replaced to address the issue.